Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated last 2 weeks used about 6 sets trying to solve the issue. Troubleshooting was done. The insulin pump was working as designed. The customer was advised to review the filling technique and ensure that it is properly done or to call back with the next set/reservoir change so we can assist. No further information provided.